Event description:
On (B)(6) 2011, clinical specialist reported pt's doctor reported pt has been on backup infusion device for a month and inquired about replacement. Clinical specialist stated pt is currently in the hospital with dka and was admitted on (B)(6) 2011. On call back pt's mother reported pt is on backup infusion device because his primary infusion device is giving frequent e4 (occlusion) errors and the infusion device case is damaged. Mother stated the infusion device case is damaged and the base material is peeling off of the device. Mother reported prior to pt going to the hospital he was receiving 'hi' on his meter. Mother stated that doctor told her to give him 8.0 units of insulin via the infusion device. Mother reported she tested a short time later and his blood glucose was 576 mg/dl and then an unk time later tested again and his reading was 'hi'. Mother stated she gave him 9.0 more units of insulin and took him to the hospital. Mother reported pt's blood glucose was 830 mg/dl after the lab test when he got to the hospital. Mother stated pt was placed on an IV of unk content and is now using the backup infusion device again. Pt's normal blood glucose reading is 70-130 mg/dl. Mother reported pt had been having an elevated blood glucose since (B)(6) 2011. Mother stated the hospital doctor stated the pt may have some kind of virus; are still running tests. On follow up call on (B)(6) 2011, mother reported when pt removed the infusion set on (B)(6) 2011, the cannula was bent. Mother stated pt's blood glucose has gone down and he was discharged on (B)(6) 2011. Product was replaced and requested return of the alleged product for evaluation.